Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced bleeding from the urethra caused by the foley catheter balloon that appeared to have a collar after deflation. It was stated that the patient was bleeding from a urinary tract. It was also stated that this occurred twice in one week with the same catheter from the same box. Per additional information via email from ibc on 25apr2022, it was confirmed that collar formed after deflation refers to "ridge" on the balloon no medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter received with bd slip tip syringe. Visual inspection of the sample noted indentation on the balloon surface. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The catheter balloon was deflated in 3 minute and 58 seconds. Upon deflation, balloon mushroom was noted. Balloon mushroom is out of specification per inspection procedure, which states, "balloon must not cuff after deflation". A potential root cause for this failure could be balloon material does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed." The actual/suspected device was inspected.

Event description:
It was reported that the patient experienced bleeding from the urethra caused by the foley catheter balloon that appeared to have a collar after deflation. It was stated that the patient was bleeding from a urinary tract. It was also stated that this occurred twice in one week with the same catheter from the same box. Per additional information via email from ibc on 25apr2022, it was confirmed that collar formed after deflation refers to "ridge" on the balloon no medical intervention was reported. Per sample evaluation from the investigator via email on 23may2022, it was reported that the customer returned two all silicone foley catheters, but they could only receive one used sample per complaint.